Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed and confirmed right ventricle (rv) lead dislodgement due to twiddler syndrome. The rv lead was explanted a new lead was successfully implanted. The patient was in stable condition. Manufacturer report number: 2017865-2019-04412.